Event description:
It was reported that during surgery the dermatome did not cut and prepare the skin properly. An additional skin graft was required from the patient with an unknown amount of delay to the procedure. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: switzerland. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01358. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h6, h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned.

Event description:
No additional event information available.